Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke and death are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 years and 1 month. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 7 years of support, the patient expired on (B)(6) 2018 due to intracranial bleeding. The patient was reportedly non-complaint with anti-coagulation protocol. It was reported that the outcome was not device related. No additional information was provided.